Event description:
It was reported that the patient had an atrial lead perforation. Two days after the initial implant of this atrial lead the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388tc competitor implantable pacing lead, (B)(6) 2005; pm3210 competitor implantable pulse generator, (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 2013; 4196 implantable pacing lead, (B)(6) 2013. (B)(4).